Event description:
It was reported that post implant, the implantable cardiac monitor was interrogated and an error message was displayed. The patient was seen in clinic one week later and the same error message was observed. The device exhibited backup vvi operation after being exposed to electrocautery at implant. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.